Event description:
Siderail won't stay in lock up position.

Manufacturer narrative:
Tech found latch block missing-was replaced. Siderail works fine. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.